Event description:
A customer reported observing air in the patient line during therapy. This event occurred during patient use. There was no medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.